Event description:
It was reported that the patient had ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. An additional lead and extension was added. Effective therapy was established post-op.